Event description:
In the early morning hours of (B)(6) 2024, the ilet user's parents called in to confirm that the user should be disconnected from the ilet when taking an injection of insulin. The user's continuous glucose monitor (cgm) glucose was reading 400 mg/dl at the time of the call. The user's parents had contacted their healthcare provider (hcp) and planned to take an injection. The customer agent confirmed that the user should be disconnected from the ilet if taking an injection of insulin and then the user's parents ended the call abruptly. The user's mother then called back in on (B)(6) 2024 to clarify the high glucose event that occurred on (B)(6) 2024. The evening prior to the event (B)(6) 2024) the user's infusion site fell off while they were sleeping. The user nor the /parents heard the ilet alarm. They reported going through a complete supply change and replaced the cartridge, connector, and infusion site. Then, the new infusion site that was placed also failure due to being kinked. They were using the convatec inset (23",6mm) infusion set. The user's mother noticed their glucose levels were increasing, the user felt sick and had ketones, so they went to urgent care where they had lab work, IV insulin and fluids. The user's ketone level was not provided but their mother denied dka. They reported that the user was feeling better and had transitioned back to their previous therapy until additional infusion set supplies could be obtained.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on or high). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of (B)(6) (B)(6) 2024 into (B)(6) 2024 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 2:42am. Instances of manual bg entry were found on (B)(6) 2024 and )(B)(6) 2024 unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows on the evening of (B)(6) 2024 the cgm glucose reaches 182 m/dl by 7:44pm. The glucose continues to rise and reaches 304 mg/dl by 9:04pm. The logs show at 10:32pm the high glucose alert is triggered and not acknowledged. At 11:14pm, the insulin drug low alert is triggered and then at 12:09am, the insulin drug empty alert is triggered as the ilet was out of insulin. The cgm glucose remains > 300 mg/dl until 12:29am when it rises above 400 mg/dl. At 12:17am, a cartridge change operation is logged. The ilet continues to dose insulin in response to the cgm glucose, yet it remains unaffected. The cgm glucose remains > 400 mg/dl until 2:34am, then begins to trend downward. The high glucose alert remains active until it is deactivated at 3:17am then the glucose is below 300 mg/dl. The cgm glucose is back in range (168 mg/dl) by 4:24am. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the engineering logs, the ilet is not malfunctioning. No alerts related to the ilet speaker were found. Motor data indicates that the ilet was making consistent insulin delivery requests for insulin while cgm glucose readings were above 150 mg/dl. The ilet appropriately triggered alert 23 (high glucose) when cgm glucose was above 300mg/dl for at least 90 minutes as well as the insulin drug low and insulin drug empty when the insulin was low and has run out. Based on the case notes, review of the ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause to this event as the initial infusion site failure due to it being pulled out during sleep as well as a subsequent infusion site failure with the replacement site due to the cannula being kinked, resulting in prolonged hyperglycemia. The cds worked with the family and the user's mother decided they should try the contact detach infusion set (steel cannula). The user transitioned back to their previous therapy until they could obtain the additional infusion set supplies. The cds worked with the user's hcp to ensure they received the new infusion sets and supply quantity.